Event description:
It was reported that dr (B)(6) brought patient to surgery for explants of tha and placement of antibiotic spacer. He did direct lateral approach. When joint was incised a pus like fluid was discovered. Cultures were taken. After careful debridement, dr. Popped head of trunnion and dissociated the liner from the cup. Abnormal burnishing was discovered on the head in the head/trunnion junction. Burnishing and pitting were also noted on the trunnion but stem was well fixed. Abnormal wear was also discovered on the acetabular liner in the lipped/elevated area. Parts were replaced with a 32+4 lfit k-40 head and xfire liner as the stem and cup were fixed and culture was negative.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the evaluation summary will be submitted in a supplemental report.